Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas 8000 c 702 module (c702) and ise indirect k for gen.2 (potassium) on a cobas 8000 ise module. The erroneous results were reported outside of the laboratory to the physician. This medwatch will cover the c702 analyzer. Please refer to the medwatch with submission number 1823260-2017-00999-00 for information related to the cobas 8000 ise module. The sample initially resulted as 1300 umol/l for crep on the c702 analyzer and 9 mmol/l for potassium on the cobas 8000 ise module. The sample was repeated and the same results were obtained. The patient went to the emergency room and a new sample was collected from the patient. For this new sample, both crep and potassium results were normal. No adverse events were alleged to have occurred with the patient. The crep reagent lot number and expiration date were asked for, but not provided. The customer performed an experiment by adding one drop of urine into a serum/plasma tube. The tube was not mixed after addition of the urine. The original serum/plasma tube and the same serum/plasma sample containing the urine drop were measured. A strong elevation in values for different test parameters could be seen. Urine contamination was believed to be the reason for the elevated crep and potassium results in the complained patient sample.

Manufacturer narrative:
The customer performed a new experiment by using a rack with completely filled tubes of urine. They saw no carry over from these tubes to other tubes. Based on investigations, in can reasonably be assumed that the sample was contaminated with urine. The issue was determined to be caused by a sample handling issue.